Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise causing inappropriate high voltage (hv) therapy was noted on the right ventricular (rv) lead. The pace, sense portion of the lead was capped and replaced. The patient was stable with no adverse consequences. Additional information was requested but never received.